Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the patient¿s pacemaker failed to be interrogated with radio frequency (rf) telemetry. The rf telemetry monitor was replaced with inductive telemetry monitor to perform device interrogation and transmission. The patient was stable in condition.